Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that his system was constantly alarming to check the electrode belt. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. The cause of the constant alarms was a defective driven ground relay. The driven ground relay was stuck open, preventing the device from knowing whether or not the electrode belt was touching the patient's skin. The root cause of the defective driven ground relay cannot be positively identified but was likely random component failure. Once the drive ground relay was replaced, the unit was fully functional. No adverse event resulted from the defective driven ground relay. The patient received a replacement electrode belt.